Event description:
It was reported that the right atrial lead exhibited loss of capture at maximum output. The lead was removed and re- placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.